Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. Customer had high blood sugars three times in the past two months. She was bolusing and receiving her basal insulin. She feels the insulin pump isn't delivering it like previously. Two of these instances has caused her to end up in the hospital. Customer declined troubleshooting. Customer was treated with manual injection and shots the insulin pump will not be returned for analysis.